Manufacturer narrative:
Device alarmed failed battery test after battery insertion due to faulty battery tube. Unable to test for sensor end alarm, pump communication with blood glucose meter, unexpected reset and the operating currents or perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and the excessive no delivery test due to failed battery test alarm. Device had cracked reservoir tube, minor scratched display window, cracked battery tube threads and cracked case at display window corner. No broken reservoir tube lip noted. No insulin odor noted in reservoir tube. No moisture damage noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the battery was low the device had a blank display. Customer's blood glucose was 514 mg/dl. There were cracks on the reservoir compartment. Customer could smell insulin. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.